Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mention that last night they were unable to sleep because patient had bladder pain and described it as a urinary track infection (uti). Patient was assisted with decreasing amp level from 0.9 to 0.6 where patient stated they no longer felt the bladder pain. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.